Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned but the lead measurements were poor so the lead was repositioned. However, then helix would not extend and the physician elected to use a new lead that was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.